Manufacturer narrative:
This is one of a set of complaints that were all reported to syneron in the same timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in april 2016) which the company concluded were reportable, syneron has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. The first reported serial number is that of the system, and the second reported serial number is of the applicator/handpiece used in this treatment. The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is singleuse. A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on 6/24/15; the system was serviced and repaired on 7/17/15. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. Treatment logs were downloaded and analyzed and no issue was found. Temperature, impedance, power and energy levels were as expected, and the profound system passed all testing. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient adverse reaction reported post-treatment with profound system at (B)(6). Treating physician was trained by syneron clinical trainer on 5/5/15. Female patient of unknown age, fitzpatrick skin type ii, was treated on the face. The treatment area was shaved and cleaned pre-treatment, and test spots were performed. Treatment parameters: 67 degrees, 4-second pulse duration, and 4 mm density (all in accordance with manufacturer's recommendation); patient did not complain of pain, tingling, discomfort, or hot spots during the treatment. A 2-week post-treatment photo was provided of the patient, and showed the patient sustained "wheals" on the treatment area. According to the follow-up performed thereafter, the patient was reported to be improving, though the hyperpigmentation remains. It was suspected that this may have occurred in the neck area because of the sensitive nature of the neck and perhaps in relation to the number of insertions. Overall, the severity of patient's injury was reported as "low." Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion.